Event description:
In the laser system, the spot does not match the aiming beam. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The aiming beam diode was not aligned, it was probably due to mechanical shock after transport. After the re-alignment, the laser system restarted to correctly work. We are unaware about delay on treatment or pt injury.